Event description:
Meter name: ot fasttake. Strip name: one touch fasttake. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: vision impaired, frequent urination, dry mouth, pt reported they were unable to test. Their meter allegedly was working due to undefined issue. There was no result on their meter. There was no comparison. No treatment, but pt was going to seek treatment after call. No further info has been reported.